Event description:
Bad reaction to synvisc injection. Experienced a flare up of joint pain after the injection lots of swelling and cannot bend the knee. Anti-inflammatory drugs did not help. Ice seems to make the swelling worse. Dose or amount: series of 3 shots. Frequency: 1 week apart. Reason for use: osteoarthritis.